Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's mother that the patient, "was growing so tall the wires either broke or came loose." The leads remain in use. No patient complications have been reported as a result of this event.